Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID hh90t01 (serial: (B)(6)); product type: 2201-mobile platform; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name; product ID hh90t01 (serial: (B)(6)); product type: 2201-mobile platform brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that they were sent a new communicator and that it seemed like it shifted a little bit because they were having to restart it and all this kind of stuff. The patient stated that they had to do this twice in order for the data to be cleared. The patient wondered whether waiting 4 minutes was a long time to get the boost. The patient stated that they had to restart and resynch and all kinds of stuff. The patient stated they were told after each time they do a bolus, they had to go in there at the bottom of the screen and clear the settings. The patient was asked when they first noticed the issue and the patient stated that it used to take 10-15 seconds to get the bolus and now it was taking 7-8 minutes to get it to go through. It was reviewed with the patient that the only fix they could do at this point was to clear the patient data service and walked the patient through clearing the data service. The troubleshooting steps that were taken on the call resolved the issue.